Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use, the circuit experienced issues with the exhalation valve becoming stuck, making it difficult to breathe. There was no patient harm related to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. During follow-up communication, technical support learned that the customer resolved the issue by replacing the circuit. The defective circuit was not returned to the zoll failure analysis (fa) lab for evaluation to confirm the reported issue.